Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall leading to cardiac tamponade. As result, the patient underwent a surgery wherein the rv lead was explanted and the tamponade was relieved. A new epicardial lead was implanted during the procedure. No additional adverse patient effects were reported.